Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a balloon rupture occurred. The 90% stenosed lesion being treated was located in the calcified, moderately tortuous left circumflex (cx) artery. The 2.5x15mm quantum maverick balloon ruptured at 20atms on the 4th inflation. The prior inflations were: 18, 18, and 20atms. The device was removed from the patient intact. A 2.75 quantum maverick balloon and a non-boston-scientific stent was used to complete the procedure. No patient complications were reported. Patient status reported as "good."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.